Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile stones performed on (B)(6) 2025. During the procedure, the device was unable to bow, and the wire broke. A photo of the complaint device was provided, where it can be observed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. ***additional information received on september 04, 2025*** it was reported that the anatomy location was at the front of the papilla when the wire broke.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results the autotome rx 44 device was not returned; however, a media analysis was performed based on the photo provided by the complainant where was possible to observe the autotome next to its opened and labeled pouch, with the cutting wire blackened, kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of cutting wire break and cutting wire kinked were confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The cutting wire breaking limits the overall performance of the device and making it unable to bow. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile stones performed on (B)(6) 2025. During the procedure, the device was unable to bow, and the wire broke. A photo of the complaint device was provided, where it can be observed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event.